Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/06/2024, it was reported by a sales representative via phone that an ar-2324kbcsp swivelock peek self punching eyelet broke off while being malleted in. Case completed using another ar-2324kbcsp. All fragments removed. No delay in case. This occurred during use in a case with no patient effect.